Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). There was no ramping numbers. The pump had cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 103 mg/dl. The customer stated that it takes a long time for the insulin to come out during priming and the insulin started shooting out. The drive support disk was normal. It was noted that the motor slowed down and numbers ramped up on the screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.